Manufacturer narrative:
(B)(4). Batch # v7013w. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned for analysis and upon inspection, the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 1 clip was ejected due to the condition of the jaws; finally the instrument locked out as intended. It is known from the history of the device that the condition of the jaws may lead to dropping/ejected clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met before the release of this batch. The event reported was confirmed and it is related to improper use of the device. Possible causes for the found condition of the yielded jaws maybe if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the clips were falling out of clip applier. Had multiple that did. No further information was provided. There was no adverse consequences for the patient.